Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl. The customer was treated for the low blood glucose with food. The customer was informed that there could be many reasons for low blood glucose. The customer also stated that they had trouble with site related issues and scar tissue where they would insert the sensor. The customer was assisted with trouble shooting and was advised to change the reservoir and infusion set. After trouble shooting the customer's insulin pump worked as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.